Event description:
MFR received x-rays to review from the dr. A letter accompanied the x-ray films stating the pt had a recent seizure increase and there was concern that the lead may be fractured. The entire lead could not be seen on the x-rays. The dr further reported that the vns system, both generator and lead were replaced. Approximately six weeks prior to this event, the pt had a new generator implanted. The previous generator was explanted for end of service. There is no info suggesting that there was a lead problem at the time of this explant surgery. The cause of the potential lead malfunction is unk at this time.